Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) and monitor sn (B)(4) were returned and evaluated at the distributor by zoll manufacturing corporation. The evaluation included review of downloaded software flag fileson the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date: monitor: 05/23/2014. Electrode belt: 01/27/2014. Additional manufacturer narrative: the investigation into the event concludes that there was no device malfunction. The ECG analysis, conducted by trained ECG technicians, identified the cause of the patient's death to be asystole. Post-shock asystole is an expected, low-frequency complication of defibrillation.

Event description:
A us distributor contacted zoll to report that a patient passed away wearing the lifevest. It was reported that the patient was at a skilled nursing facility and alone at the time of the event. It was reported that a passerby notified nursing who began resuscitation. Review of the downloaded data revealed that the patient experienced an appropriate defibrillation event on (B)(6) 2015. A 150j shock was delivered during ventricular fibrillation. The rhythm after the shock was asystole. The patient then received two inappropriate treatments at 10:02:34 and 10:04:24. The rhythm at the time of the second treatment was CPR artifact and at the time of the third treatment was asystole with CPR artifact. The post shock rhythm of the three treatments was asystole. CPR artifact contributed to the false detections. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient passed away on (B)(6) 2015.